Event description:
It was reported that in may 2004 a j-tube was placed in pt as part of therapeutic product. Nine days later the tube was found to have become detached from the connector, and to be in the pt's stomach. The physician then removed the tube with the aid of a snare, but upon removal it was observed that the distal portion of the retracted tube was also broken. A fluoroscopy was then performed on the pt, which showed the distal portion of the broken tube in the pt's duodenum. This portion of the tube was also retracted using the snare. Another enteral feeding device was successfully placed in the pt. The complainant indicated that there was no adverse effect on the pt as a result of the reported problem.